Event description:
During an x-ray, they noticed something different. So the surgeon came in and removed the PICC. Upon investigation, they noticed a piece of the stylet was still in the PICC.

Manufacturer narrative:
The complaint was unconfirmed. The groshong catheter was returned for evaluation without the stylet. The stylet had been removed from the catheter and no fragments of the stylet remained within the lumen. It is possible that the plugged tip of the catheter was mistaken for a segment of the stylet. The distal 2 cm of the proximal lumen is plugged, which stiffens the distal tip of the stylet and creates a brighter appearance on an x-ray due to the radiopaque material.